Manufacturer narrative:
A bellatek® zirconia abutment tsv 4.5mm (tsvldazr4) bundled with ah20s was returned for investigation. Visual inspection of the as returned products identified worn markings on the screws, abutments and crowns. No damage or malfunctions can be seen on one abutment (tooth #9: tsvladzr4/ lot #8435312-1). Functional testing can not be performed on "loosening" because the event can not be recreated on a single use item. The reported device was located on tooth # 9. Evaluation of the design files is not required for the completion of this investigation as the reported event does not relate to the design of the device. DHR review was completed for the subject lot numbers. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. Based on the available information, device malfunction did not occur for tsvldazr4/ and the reported event was unconfirmed.

Event description:
Additional information received confirmed that unknown loosened abutment screw to be ah20s lot # 63796510 bundled with tsvldazr4 abutment. Tooth location 9

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that an unknown zirconia abutment loosened. The loosened abutment screw is bundled with the abutment.